Manufacturer narrative:
A medtronic representative went to site to test the equipment. Representative reported that no logs were checked and x-ray system was verified and the reported issue could not be replicated. A system checkout was performed and the hardware, software, and instruments passed the system checkout. The system was found to be fully functional. No parts were replaced. No parts have been received by the manufacturer for evaluation.

Event description:
A medtronic representative reported that during spinal fusion procedure, after performing a 3d image acquisition, the imaging system went into "initialization please wait" and the gantry could not be moved. Rebooting the image acquisition system (ias) resolved the issue. The procedure was completed with the use of imaging. There was a delay of 5-10 minutes. No impact on patient outcome.

Manufacturer narrative:
A software analysis was initiated to determine the probable cause of the issue through log analysis. Analysis found that the reported event was related to a software issue. This issue was documented in a medtronic navigation software anomaly tracking database.